Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 16560474.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was also mentioned that the patient was having difficulty charging the ipg. The patient underwent an explant procedure wherein everything was removed. The explanted device components were not returned.